Manufacturer narrative:
When this device is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and was emitting tones. The estimated remaining longevity decreased more quickly than expected, changing from four years remaining to near trigger end of life (eol) within a few months. The battery of this ICD was suspected to be depleting premature. This device was explanted, replaced and has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental: if information is provided in the future, a supplemental report will be issued. Initial: when this device is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and was emitting tones. The estimated remaining longevity decreased more quickly than expected, changing from four years remaining to near trigger end of life (eol) indicator within a few months. The battery of this ICD was suspected to be depleting prematurely. This device was explanted, replaced and is not expected to be returned as the physician did not request analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental 2: when this device is received and analyzed, a supplemental report will be provided. Supplemental: if information is provided in the future, a supplemental report will be issued. Initial: when this device is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and was emitting tones. The estimated remaining longevity decreased more quickly than expected, changing from four years remaining to near trigger end of life (eol) indicator within a few months. The battery of this ICD was suspected to be depleting prematurely. This device was explanted, replaced and has not been returned. No additional adverse patient effects were reported.